Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire at the handle broke wherein the surface appeared not smooth. It was found during the investigation of the returned device that the cutting wire was found broken at the handle. According to the information provided the most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, the most probable cause of this complaint is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A device history record (DHR) review was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device needle did not extend. The procedure was completed with a second rx needle knife xl. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: cutting wire at handle was broken.